Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software product ID tm90t0. Serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported the reason for call was the patient reported they were getting ready to give themselves a bolus shot today (B)(6) 2026, but the light came on saying the communicator was not charged enough, so they took it off and put it on the charger and shut off the handset. The patient waited an hour and turned the handset back on, but when they tried to connect to the pump again, the screen got stuck at 90% and said it had taken one of their bolus shots for the day and had them drop down to 2 bolus instead of 3 and said they had to wait 2 hours and 35 minutes for the next one. The patient stated this was the second time this had happened where the handset took their boluses and put them way up on time, and they didn't know what to do. The patient stated they were locked out for 1 hour and 56 minutes with 2 boluses left. The patent stated they went to the facility. The agent had the patient close out of all running applications, reset the handset and communicator, and clear data on the handset. The patient was able to successfully connect to their pump and saw the lockout screen. The communicator was 98% and handset 49% charged. The issue was not resolved. The agent reviewed device function and recommend patient consult with the healthcare provider (hcp) office regarding missing bolus. The patient was . Redirected to their healthcare provider to further address the issue. The patient reported that they were allowed 4 boluses a day.